Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge, which resulted in elevated blood glucose levels above the target range. The patient reported that blood glucose levels exceeded 400 mg/dl and remained elevated for a couple of hours. The patient changed supplies and confirmed that blood glucose levels began trending downward, with subsequent readings still elevated but improving. Information was provided regarding possible causes of a leaking cartridge, including the importance of ensuring the cartridge was not overfilled. The patient was advised to continue monitoring blood glucose levels and indicated satisfaction with the guidance provided, with instructions to call back if blood glucose levels increased again. No backup therapy, ketone testing, professional medical intervention, additional assistance, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.